Manufacturer narrative:
MDR . / initial 1 of 2. Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380.

Event description:
It was reported that the patient experienced high blood glucose due to insulin flow blocked alarm event on 11 may 2026. The high blood glucose was treated with four units to be delivered by the pump.